Event description:
It was reported that during a da vinci assisted pulmonary lobectomy surgical procedure, the customer was unable to use the medium large clip applier instrument and also move. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium large clip applier instrument did not close enough to apply the clip.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.